Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source; however customer ultimately reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was over 500 mg/dl. Customer administered a manual injection to address bg.